Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred toward the end of a routine hemodialysis treatment. Rinseback was not performed, due to the operator not following the proper rinseback instructions, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood as instructed in the user's guide. The exact cause of the alarm is not known. The user's guide includes probable causes and troubleshooting steps for alarms. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. No similar problems reported subsequent to this event. Facility staff has reviewed rinseback procedures with the operator. Nxstage medical considers this report closed. No additional info will be provided.